Event description:
The customer's spouse reported via phone call that the customer had been receiving motor error alarms often on the insulin pump. The customer's blood glucose was unknown. The customer's spouse was unable to perform troubleshooting at the time of the call because the insulin pump and customer were not present. The customer was contacted at a later for a follow-up call in order to troubleshoot the motor error alarm, but the customer was not present to do so. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.